Event description:
It was reported that his pacemaker was operating in safety mode, causing dizziness, noise oversensing, and pacing inhibition. This pacemaker was subsequently replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was operating in safety mode, causing dizziness, noise oversensing, and pacing inhibition. This pacemaker was subsequently replaced and was returned to boston scientific for analysis. No additional adverse patient effects were reported.